Event description:
It was reported that the device was explanted after an implant duration of zero days; however, the reason for explant is unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.